Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms. The patient was treated with pressors and infusion of albumin. A hematoma at the left groin was identified when the pump was explanted. The patient was in stable condition.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs revealed multiple suction and impella position in aorta alarms triggered corresponded with the time the clinical team reported. Both alarms then were resolved within 6 hours. No other issues were found on the logs. Pump suction: the cause of pump suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. Hematoma: the cause of the hematoma can not be determined as insufficient clinical details were provided and product was not returned for review. Device history review: the device passed all post sterile inspection checks.